Event description:
It was reported that during a lap appendectomy procedure, there was bleeding in the middle of the staple line. Some malformed staples were found. Sutures were used to control the bleeding. There was no pt consequence.